Event description:
Additional information has been received stating lens was explanted and replaced with same model and same diopter lens.

Manufacturer narrative:
Additional information was provided in b5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced discomfort. The iol was replaced with monofocal lens approximately within a month after initial procedure. Additional information has been requested but is not available at the time of this report.